Event description:
Veritas collagen matrix was implanted in a patient that had laparoscopic ventral hernia repair. The pt re-herniated 2 days post operatively, following an episode of vomiting. The pt reported that when he vomited, he heard a pop in the location of the repair. Surgeon responded after the initial surgery that the number of sutures placed may have been too few. Surgeon returned the pt to surgery and found the sutures had pulled out at the area he originally had questioned. Surgeon closed the re-herniation and reiterated that he felt he did not have enough attachment of the veritas to the defect edge on the initial repair, the pt stressed the area with vomiting and thus, caused the failure. Patient has since returned to the clinic and is doing well.

Manufacturer narrative:
If additional pertinent info becomes available, a supplemental report will be submitted. Device lot numbers not reported to MFR, therefore manufacture and expiration dates unk.